Event description:
Adverse event(s): "case was delayed" (no code available). Product problem(s): "multiple system messages" (device displays error message), "variation in the pressure" (decrease in pressure). A nurse reported multiple system messages during surgery. Technical services helped with this issue; however, the surgeon still noted a variation in the pressure later in the case. The case was delayed 20-25 minutes and no patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not dupplicate the problem reported. It was noted the volume of nitrogen source was low in one room and the connector at the wall supply was loose. The connector was tightened and the service representative recommended that the customer have the wall supply checked to ensure that it is within the specifications of the operator's manual. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).